Event description:
It is reported that the patient's hip dislocated. His hip was reduced in the emergency room.

Manufacturer narrative:
Evaluation summary: product compatibility was reviewed with no issues noted. Medical notes state that the patient was standing in a vertical position lifting a 20lb television to his chest when the hip dislocated. It is noted that the patient is not doing physical therapy with anyone, but doing independent exercises. Operative notes of the implantation of the shell and liner were unremarkable. The patient was previously revised in (B)(6) 2013 to replace the liner and femoral head. Capsular granular tissue and necrotic tissue were noted in the revision operative notes. A description of the revised femoral head notes a patch of scratches consistent with abrasive wear. It appears that there was previously some contact of the prior metal head with another metal surface; it is unknown if that second metal surface was the acetabular shell which has ultimately been left in place. The current condition of the metal shell is unknown, as it remains implanted. X-rays have not been provided. Review of the device history records did not find any deviations or anomalies.